Event description:
It was reported that high capture threshold and low sensing was observed on the right atrial (ra) lead. The physician alleged a dislodgement to be the cause of the event and did not allege a malfunction against the lead. The ra lead was repositioned to resolve the event and the patient was in stable condition.